Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, right after implant, the patient ended up in the hospital. The pump was implanted on a monday and she was in the hospital on wednesday with an infection. One healthcare provider (hcp) was going to ¿let her go¿, but luckily there was another doctor there who said ¿no¿ because she had this infection. The patient had a fever as well. The device system was used to deliver saline at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, per operative notes from (B)(6) 2013, the patient was brought into the neurosurgery operating suite and laid in the left lateral decubitus position. The right flank and abdomen was shaved and sterilely prepped and draped in usual fashion. The patient was given 2g of intravenous ancef prior to skin incision. Next, a vertical incision was made over the previous midline incision at the area of l2-l3. A tuohy needle was then passed and copious amounts of clear cerebrospinal fluid (csf) drained. The catheter was then passed under direct fluoroscopy at l1 and the stylet was subsequently removed. The catheter was then anchored at the deep fascial layer posteriorly with a 0 silk suture. Next, a horizontal incision was made just right of the umbilicus and bovie cautery was used to extend the depth of this incision, down to the anterior rectus sheath. A shunt passer was then passed from the posterior incision to the anterior incision, as well as the catheter. The catheter was then connected to the sutureless connector where csf spontaneously drained. The catheter was subsequently attached to the reservoir and the reservoir was subsequently anchored to the anterior rectus sheath using 3 of the 0 silk sutures. The face of the pump was right side up. Scarpa fascia was then re-approximated using 0 vicryl sutures while the dermis was re-approximated using 2-0 sutures. Both anterior and posterior incision sites were then closed with 2-0 vicryl sutures and 3-0 monocryl suture. Both of the incisions were then dressed with dermabond. Throughout the case, the patient was hemodynamically stable and did not experience any complications. Of note, the pump was filled with preservative-free saline. The healthcare provider (hcp) was to fill the pump with morphine on an outpatient basis. It was noted that a physician assistant (pa) was present throughout the procedure and aided in positioning the patient on and off the operating room table. She also retracted the paraspinal muscles and did the anterior opening of this procedure. She also suctioned in the operative bed, both anteriorly and posteriorly. Per consultation notes from (B)(6) 2013, the patient was admitted to the hospital on (B)(6) 2013. Following the pump placement surgery, the patient was discharged home that afternoon in good and stable condition. The next day, the patient had a fever, felt swollen and hot where the pump device was implanted, in the right lower quadrant. The patient arrived at the emergency room. At this time, the patient's temperature was 100.2 and other vital signs were stable. Her white blood count was 9.1, hemoglobin was 11.7, hematocrit was 34.9 and platelets were 266. She denied any chills, headache, nausea, vomiting, vision or hearing changes, trouble speaking or swallowing, confusions episodes or seizures. She denied any drainage or opening involving the incision. She did not take a shower until late afternoon (B)(6) 2014 and had been continuing to cover the incision with 4x4s and tape on the right lower quadrant. She denied any problems with the back incision. She did not report any weakness, numbness, tingling, chest pain, shortness of breath, palpitations, dizziness, lightheadedness, saddle anesthesia or incontinence. At the time of the consult, blood cultures and urine cultures were pending. The urinalysis was negative at this time. A physical examination was done at this time during this consultation on (B)(6) 2013. The patient's temperature was 98.2, pulse was 72, respiratory rate was 17, blood pressure was 110/69 and oxygen saturation was 95% on room air. At this time, the patient's right lower quadrant surgical incision was covered with dermabond, was approximately 10cm in length without any sign of dehiscence or drainage. There was very trace erythema peri-incisionally and the erythema did appear to be in the shape of the bandage that the patient described having been placed on the skin. There were some tiny papules superiorly, in the shape of a square as well. The abdomen was otherwise unremarkable. When the patient presented to the emergency room on (B)(6) 2013, it was thought that she would benefit from some doses of prophylactic antibiotics, though she was without any overt signs of active infection. Blood cultures were drawn in the ER. A urine culture was pending. She had been placed on vancomycin per pharmacy protocol. She was also on bactrim and rifampin was to be added as well. The mild erythema involving the right lower quadrant was noted to be improved. In the 18-24 hours following this consult, the patient was to be discharged home on oral medications. Also, if she remained afebrile, she may be discharged home on oral medications from a neurosurgery standpoint as well. More recommendations were to follow as the hcp went forward in the care of the patient. It was noted that adhesive tape and bandages were a part of her allergy, as the redness appeared to be in the shape of the bandage that was placed over her abdomen. The hcp was to continue to see the patient while she was in the hospital and follow her closely as an outpatient upon discharge. Per consultation notes, the patient was seen for a neurosurgery consultation on (B)(6) 2014. At this time, it was indicated that the superficial infection had cleared with antibiotics.